Event description:
Nurse removed 5 ml of water (h2o) from the balloon in preparation to remove a foley catheter. There was still resistance and difficulty taking out the foley. The nurse attempted to remove additional h2o. A small amount more was removed. There was still resistance. The physician ordered an anesthesia (midazolam) and removed the foley. After removal the balloon was inspected and found to inflate properly. When it was deflated it was found to fold over on top of itself causing a ridge which was creating the tension during removal.